Event description:
It was reported that customer experienced screen shadows and vertical lines on pump display that caused some difficulty seeing screen, that battery cap was missing with resulting dust buildup, and that battery life had diminished so pump needed charging approximately every three days. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and in process of renewal, declined further follow up, and no additional information was received regarding any corrective actions or outcome of event.